Event description:
The patient was initially implanted with a bifurcated stent graft and a infrarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure patient presented emergently and imaging revealed a 3a endoleak with separation, dilation of the graft and a buckled stent. The physician resolved this with non-endologix device (medtronic aui). There have been no additional patient sequelae reported. Additional information: during the investigation, the clinical assessment identified that an aortic rupture occurred that was not included in the event as reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak of the aortic components with complete component separation, buckling of the main body stent and secondary endovascular procedure (aui with fem-fem bypass) events are confirmed. During the investigation, the clinical assessment identified that an aortic rupture had occurred. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harms identified were acute kidney injury requiring hemodialysis, abnormal blood loss with post-operative shock requiring mechanical ventilation, additional surgical procedure (decompression celiotomy and wound vac placement) and a prolonged hospitalization. The final patient status was discharged home on the twenty seventh (27) post-operative day following a prolonged hospitalization inclusive of inpatient rehabilitation for a generalized debilitated state. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata."

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata."

Event description:
The patient was initially implanted with a bifurcated stent graft and a infrarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure patient presented emergently and imaging revealed a 3a endoleak with separation, dilation of the graft and a buckled stent. The physician resolved this event by implanting a with non-endologix device (medtronic aui). There have been no additional patient sequelae reported.